Manufacturer narrative:
Analysis of the log files from AED serial number (B)(4) identified that the AED was placed in service on (B)(6) 2019 without the AED's pads connected, as specified by the device user manual. During automated self-testing, the AED identified that the pads were not connected, and by design, flashed its red asi and chirped to alert the user that the pads were not connected. The AED continued flash its red asi and chirp until (B)(6) 2020 when the AED's battery pack became fully depleted. The AED continued to sit without any evidence of human interaction to address AED's condition unit (B)(6) 2021 when the AED was attempted to be used for the reported rescue and would not power on due to the depleted battery pack. The cause of the event was determined to be related to the customer failing to set-up the AED and failing to maintain the AED as specified by the device user manual.

Event description:
It was reported by a volunteer fire department that during a rescue attempt, the AED would not power on and that the patient was not resuscitated.